Event description:
Reporter indicated that the pt's generator was reimplanted prophylactically. The product was returned for analysis. Based on the predicted battery longevity calculation of -0.59 years until eri, the battery was expected to exhibit an elective replacement indicator status equals yes condition. The current elective replacement indicator status could not be verified because the device did not communicate; however, an end-of-service condition of the battery was verified. During analysis, the generator failed to meet performance specifications as l2 inductor was found to be open and there was a defective q10 transistor. It is known that an open l2 can cause communication difficulties and that a defective q10 can cause premature battery depletion. The battery life estimate indicated that the device would have reached normal eos, indicating that the defective components would not have caused pre-mature eos.